Event description:
Material # 2477-0007, batch # 24085312, 24075299. It was reported by customer that the nurse noticed fluid leaking from the tube above the pump. Then noticed blood coming up into the tube below the pump. They have 5 additional sets that have the inside paper ripped and it looks like puncture holes in the plastic bags. Verbatim: rcc received a complaint via email. Email(s) attached. Lot #24085312 (two different ones) being used on a patient and the nurse noticed fluid leaking from the tube above the pump. Then noticed blood coming up into the tube below the pump. Two different nurses on both blood admin sets being used. Lot # 24085312 & 24075299. Then we have 5 additional sets that have the inside paper ripped and it looks like puncture holes in the plastic bags. Just really odd ¿ never seen something like this before. Product # 2477-0007. Additional information received on 20nov. 1. Were both reported events related to the same patient? Yes, both IV tubing were used on the same patient. 2. Can you please provide exact date of event for both events in mm-dd-yyyy format? 11-15-2024. 3. What was the medication/fluid in use at the time of the event? Saline priming line for blood transfusion. 4. Was this a chemotherapy drug? No. 5. What was the impact to the patient? Delay in treatment while we troubleshooted the problem. 6. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details none. 7. Could you please provide the exact date when the inside paper tear was identified, in mm-dd-yyyy format? (B)(6) 2024.

Manufacturer narrative:
The customer reported tears/issues with packaging and returned 5 unopened samples, all of material 2477-0007. There were 4 of lot 24085312, and 1 of lot 24075299. Upon initial visual examination, the sets verified the complaint of damaged packaging. The paper labels inside the bags were all crumpled and torn. There were also tears in the plastic packaging around the samples. The manufacturing site reviewed the warehouse process and found no sharp tools or inappropriate operations. After investigation, the damage could not be replicated in the production process and no opportunities were found to address the issue. The package damage could not be traced to the manufacturing process. The root cause is unknown. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident ha.

Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was noted that the additional batch reported by the customer was not submitted. Additional batch information as follows: batch: 24075299, batch creation date: 2024-07-26, batch expiration date: 2027-07-26, full UDI: (B)(4).

Event description:
Material # 2477-0007, batch # 24085312, 24075299. It was reported by customer that the nurse noticed fluid leaking from the tube above the pump. Then noticed blood coming up into the tube below the pump. They have 5 additional sets that have the inside paper ripped and it looks like puncture holes in the plastic bags. Verbatim: rcc received a complaint via email. Lot #24085312 (two different ones). Being used on a patient and the nurse noticed fluid leaking from the tube above the pump. Then noticed blood coming up into the tube below the pump. Two different nurses on both blood admin sets being used. Lot # 24085312 & 24075299. Then we have 5 additional sets that have the inside paper ripped and it looks like puncture holes in the plastic bags. Just really odd ¿ never seen something like this before. Product # 2477-0007. Additional information received on 20nov. 1. Were both-reported events related to the same patient? Yes, both IV tubing were used on the same patient. 2. Can you please provide exact date of event for both events in mm-dd-yyyy format? 11-15-2024. 3. What was the medication/fluid in use at the time of the event? Saline priming line for blood transfusion. 4. Was this a chemotherapy drug? No. 5. What was the impact to the patient? Delay in treatment while we troubleshooted the problem. 6. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details: none. 7. Could you please provide the exact date when the inside paper tear was identified, in mm-dd-yyyy format? 11-15-2024.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 2477-0007. Batch # 24085312, 24075299. It was reported by customer that the nurse noticed fluid leaking from the tube above the pump. Then noticed blood coming up into the tube below the pump. They have 5 additional sets that have the inside paper ripped and it looks like puncture holes in the plastic bags. Verbatim: rcc received a complaint via email. Lot #24085312 (two different ones) being used on a patient and the nurse noticed fluid leaking from the tube above the pump. Then noticed blood coming up into the tube below the pump. Two different nurses on both blood admin sets being used. Lot # 24085312 & 24075299. Then we have 5 additional sets that have the inside paper ripped and it looks like puncture holes in the plastic bags. Just really odd ¿ never seen something like this before. Product # 2477-0007. Additional information received on 20nov. 1. Were both reported events related to the same patient? Yes, both IV tubing were used on the same patient. 2. Can you please provide exact date of event for both events in mm-dd-yyyy format? 11-15-2024. 3. What was the medication/fluid in use at the time of the event? Saline priming line for blood transfusion. 4. Was this a chemotherapy drug? No. 5. What was the impact to the patient? Delay in treatment while we troubleshooted the problem. 6. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details none. 7. Could you please provide the exact date when the inside paper tear was identified, in mm-dd-yyyy format? 11-15-2024.